Manufacturer narrative:
The reported events were lead dislodgement and extra cardiac stimulation. As received, a complete lead was returned in two pieces with the helix retracted, clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the inner coil at short length, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No suture sleeve tie impression was noted on the lead body.

Event description:
It was reported that during a follow up in clinic, the patient experienced phrenic nerve stimulation. X-ray imaging was performed and revealed dislodgment of the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.